Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a charge time (CT) error. This electrode exhibited low shock impedance out of range of 1 ohm. Technical services (ts) considered therapy no longer available and recommended an x ray and a query about electrode and s-ICD abrasion. Furthermore, the impedance was tested, and the noise was evident post shock delivery. Additionally, the patient felt an electricity sensation. Subsequently, the field representative turned the device off and will be discussing with physician. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a charge time (CT) error. This electrode exhibited low shock impedance out of range of 1 ohm. Technical services (ts) considered therapy no longer available and recommended an x ray and a query about electrode and s-ICD abrasion. Furthermore, the impedance was tested, and the noise was evident post shock delivery. Additionally, the patient felt an electricity sensation. Subsequently, the field representative turned the device off and will be discussing with physician. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced. The device fault code was sending little electrical shocking sensations up the chest wall every time the device would run a daily impedance check. Additionally, the impedances were low out of range and the electrode was fracture. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a charge time (CT) error. This electrode exhibited low shock impedance out of range of 1 ohm. Technical services (ts) considered therapy no longer available and recommended an x ray and a query about electrode and s-ICD abrasion. Furthermore, the impedance was tested, and the noise was evident post shock delivery. Additionally, the patient felt an electricity sensation. Subsequently, the field representative turned the device off and will be discussing with physician. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced. The device fault code was sending little electrical shocking sensations up the chest wall every time the device would run a daily impedance check. Additionally, the impedance were low out of range. No additional adverse patient effects were reported. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to no problem detected.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a charge time (CT) error. This electrode exhibited low shock impedance out of range of 1 ohm. Technical services (ts) considered therapy no longer available and recommended an x ray and a query about electrode and s-ICD abrasion. Furthermore, the impedance was tested, and the noise was evident post shock delivery. Additionally, the patient felt an electricity sensation. Subsequently, the field representative turned the device off and will be discussing with physician. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced. The device fault code was sending little electrical shocking sensations up the chest wall every time the device would run a daily impedance check. Additionally, the impedances were low out of range and the electrode was fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 400mm from tip end and lead on can surface abrasion approx. 120mm -130mm from terminal end through to the hv and sense b lumens. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.